Manufacturer narrative:
Literature article: yang, c., zhou, z.. "Effects of icodextrin on ultrafiltration and clinical parameters in peritoneal dialysis patients". (E) medicine & public health. (2024) https://www.cnki.net/10.27202/d.cnki.gkmyc.2024.000680. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced refractory peritonitis. The cause of peritonitis was not reported. There were no report of hospitalization, antibiotic treatment, and patient outcome. Pd therapy discontinued and transferred to hd. No additional information is available.